Event description:
One colon cancer pt generated an initial cell-dyn 1800 hemoglobin result of 7.2 g/dl using a fingerstick/microtainer collection system. The sample was run immediately after being drawn. As the pt's hemoglobin was typically not this low, and the pt's physician questioned the result, the lab repeated the same sample in 20 minutes, and also ran a venipuncture sample drawn from the same pt. The fingerstick repeat generated a result of 10.8 g/dl, and the venous puncture result was 10.4 g/dl. The customer states their control results and background checks were all within specifications with the analyzer performing as expected. There is not impact to pt management reported.